Event description:
Home pt (hp) reports dry minicaps. Hp reports sponges are light brown in color and packages are sealed in the usual manner. Hp reports hp does not note any betadine in the tubing when initiating the drain phase of hp's dialysis exchange. Noted during use. No pt injury or medical intervention reported.